Event description:
It was reported that during the course of a surgical procedure, the tourniquet cuff lost pressure and there was an unk amount of bleed-through into the surgical site. There was no patient injury, no medical intervention and no surgical delay reported. The cuff was removed and was replaced with a back-up to complete the procedure.

Manufacturer narrative:
The device will not be returned to the MFR for eval.